Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3. E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 3 hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR. The initial MDR with manufacturing report number, was submitted on 17-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 09-mar-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011998 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011998 was manufactured according to the work instruction (wi) version 82 and manufacturing in the machine 12 on 09-mar-2025, with a total of (B)(4) units. The sub-assembly of the lot 5c00039 was manufactured according to the (wi) version 29 on 08-mar-2025, with a total of (B)(4) units. The sub-assembly of the lot 5c01534 was manufactured according to the (wi) version 27 on 22-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.